Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient was implanted with an atrial lead on (B)(6) 2025. Post-procedure, the atrial lead had dislodged. The atrial lead was explanted and replaced on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with helix extended and clogged blood/tissue. The full helix extension length was measured to be within specification. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.